Event description:
Philips received information that while an audit was being conducted on a system it was found the ground connection in the x-ray generator was without a ground connection and not properly connected inside the x-ray generator. This may lead to an electrical fault on the x-ray generator. There was no harm reported to a patient, operator or bystander.

Manufacturer narrative:
Note: we have not completed our investigation of this event.